Manufacturer narrative:
Product event summary: the pump and controller were not returned for analysis. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. According to the instruction for use (IFU), the controller will sound an alarm for a medium priority alarm (such as a low flow alarm) with a gradual increase in volume over the first minute if the alarm is not muted. If left unmuted, the alarm will get louder after 5 minutes. This is likely related to the reported gradual increase in alarm volume. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Additional products: FDA method code(s): 4114. FDA results code(s): 3221. FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). (B)(6). Date user facility became aware of event: unknown. Type of report: initial. Date of this report: feb 2019. Approximate age of device: unknown. Location where event occurred: hospital. Report sent to manufacturer: yes. Manufacturer name and address MFR. Name: medtronic, plc (B)(4). Concomitant medical products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-may-2019 / serial #: (B)(4). Device available for eval: no. Device evaluation anticipated, but not yet begun; mfg date: 03-may-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient arrested and was found unresponsive in the hospital room with an alarm sounding for low flows on the ventricular assist device (vad). There was a delay in care for approximately four minutes as the staff could not hear the alarm on the controller from behind the closed door. The controller alarm sound started as moderate and eventually became loud enough to hear. The patient had to be intubated and post arrest, the patient's status continued to decline, and palliative care was placed. The family withdrew care and the patient expired several days later of anoxic brain injury.